Manufacturer narrative:
Aso has evaluated returned samples from the consumer and the test results are acceptable. In addtion, aso reviewed records of biocompatibility test.

Event description:
Consumer reported that the device peeled off his skin when he removed it.